Manufacturer narrative:
Device used for treatment and not diagnosis. The primary purpose of the u-joint mechanism on this instrument is to allow for the transmission of torque to the instrument's working end at divergent angles the access exposure would otherwise not accommodate for a straight instrument. As these devices with a loss of position retention can still perform their primary function of transmitting torque to the driver tip for the insertion of screws into that vertebral body, the design is adequate for the application with the use of the guiding forceps as specified in the technique guide. Per the technique guide, the tapered u-joint driver, (B)(4) is to be used with guiding forceps, (B)(4), for position guidance and directional control into and out of the aiming device during the procedure. (B)(4). Although no torque limit specification is included in the technique guide, instructions for using tightening torque using just 4 fingers is mentioned. The technique guide also mentions the following, as soon as the ring marked on the screwdriver meets the entry point of the aiming device; the screw is locked to the plate and should not be advanced further. Because of the damage, the complaint relevant dimensions can not be checked for dimensional accuracy of the valid manufacturing specifications. All other intact threaded seats for the locking head screws passed the required test successfully. It was possible to lock and unlock the locking head screws as intended.

Manufacturer narrative:
A review of synthes device history records for manufacturing revealed no complaint related issues. Manufacturing evaluation not yet complete. This device was used for treatment.

Event description:
During surgery for an alif procedure, the plate cracked while trying to insert the 3rd screw into plate. The three drivers loosened while inserting and removing the screws. The broken plate was removed and a new plate and screws were implanted. Surgery time was extended by approximately 30 minutes.